Event description:
It was reported that during the procedure in the heavily calcified mid left anterior descending (lad) artery and heavily calcified and tortuous proximal lad, the physician advanced an unspecified guide catheter with a non-abbott guide catheter extension to the target site. A 2.25 x 23 mm xience nano stent delivery system (sds) was advanced into the patient anatomy; however, the xience nano sds was unable to cross to the target lesion and was removed. During removal, there was some resistance with the guide catheter extension. When the sds was removed, the stent struts were noted to be flared. Additional pre-dilatation was performed and a second 2.5 x 23 mm xience prime was then advanced and was able to cross to the target lesion. A 3.5 x 15 mm xience v sds was then advanced to treat the proximal portion of the lesion; however, this device was unable to cross to the target lesion and was removed. During removal, resistance was felt with the guide catheter extension. The sds was removed and the stent struts were noted to be flared. Additional pre-dilatation was performed and a second 3.5 x 15 mm xience v sds was then advanced and was able to cross to the target lesion. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: vascular solutions guide liner guide catheter extension. The 3.5 x 15 mm xience v is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for evaluation. Stent damage was confirmed. The failure to advance/cross and resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.